Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert transmissions for rv oversensing were observed. Far-p wave oversensing was noted on session records and programming changes were recommended. Later, patient presented to emergency room after receiving inappropriate antitachycardia pacing therapy and inappropriate shocks due to rv lead noise. Sudden drop in r-wave amplitude was noted. Lead fracture was suspected. Patient was diagnosed with reel syndrome which led to lead dislodgement. During lead repositioning, high out of range pacing lead impedance was noted. Lead was explanted and replaced. Patient was stable.